Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to routine follow-up. Externalized conductors were observed via fluoroscopy. The lead remains implanted.